Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown.

Event description:
It was reported during a procedure, the surgeon was inserting the locking screw into the aculoc 2 plate, and the driver tip broke. The broken piece was able to be retrieved from the patient. No adverse patient consequences have been reported. This report is related to report number 3025141-2023-00066 for the driver involved in this event.